Event description:
It is reported that the pt underwent right knee arthroscopy with lateral release and extensive intra articular debridement.

Manufacturer narrative:
This report will be amended when our investigation is complete.